Event description:
Approximately 30 to 40 minutes into a hemodialysis treatment, the patient became diaphoretic and unresponsive. The patient's aicd delivered a shock and CPR was initiated by the dialysis clinic staff. The patient was transferred to the hospital and admitted.

Manufacturer narrative:
Manufacturer in the process of evaluating medical records and data. A supplemental report will be submitted at the completion of the investigation.